Manufacturer narrative:
The reported problem was resolved by the user facility through troubleshooting with the assistance of olympus technical support via the phone. The user facility was unable to determine the likely cause of the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that while trying to setup equipment for a procedure, an image could not be obtained on the main monitor via serial digital interface (sdi) signal, while a secondary monitor displayed an image via digital visual interface (dvi) signal. The intended procedure was a colonoscopy. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a serial digital interface (sdi) output failure, sdi cable failure, or sdi input of the monitor. The root cause of the connection failure was unable to be identified. Olympus will continue to monitor field performance for this device.